Event description:
It was reported that a spectrum iq pump over-infused, displayed a total infused volume of 357 ml for tecentriq, exceeding the expected total volume of 270 ml during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.